Manufacturer narrative:
No additional information was received regarding any treatment or medical intervention required for the reported event. A supplemental report will be submitted if additional information is obtained. Reporting delayed due to computer problems.

Event description:
Allergan aesthetics received a report from a patient who received cooltone treatment in (B)(6) 2024, and had severe pain in the right thigh and stopped treatment. Reporter indicated that the patient went to see a sports medicine doctor and was diagnosed with tendon tear from bone. It was reported that the patient lost all the muscle in the thighs and buttocks because of this. Though requested, additional event information was not provided by the patient. Zimmer medizinsysteme gmbh was informed by allerganaesthetics on this event.